Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the flex on arm 3 to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that arm 3 kept faulting out. The logs were not available at the time of the call, but it was stated that the fault was a 32100. Every time an attempt was made to move arm 3, it would fault out. A power cycle was performed, but the issue persisted. The tse suggested performing a hard power cycle on the patient cart. The customer decided to proceed with the case using the other three arms, as only three arms were needed for the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
While the failure was not replicated during in-house testing of the returned unit, the system log review indicates a possible issue with usm 3 flex. This issue may be resolved by field service to replace the affected part.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The patient side cart (psc) arm flex was evaluated by the failure analysis (fa) team. During failure analysis, visual inspection was performed and found no problem related to reported issue. Checked lighthouse/aperture and confirmed error 32100 had occurred. Installed arm 3 flex on an internal equipment, fixture, or tool (eft) system and powered on with no errors. When moving arm 3 flex back and forth the system received a 23907 error. Unable to replicate reported 32100 errors during system testing. Root cause is not determined at this time.

Event description:
Refer to h11 for follow-up information.